Event description:
It was reported that when the patient presented in hospital for lead revision due to loss of capture, lead dislodgement was observed. The lead was explanted and replaced. There were no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.